Event description:
It was reported that during an exploratory procedure, intra operative ultra sound, segment vi mass resection, liver resection, the device tip melted and stopped working. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.